Event description:
A report was received that the patient would undergo a lead revision due to high impedances. The patient had been experiencing a loss of stimulation.

Event description:
A report was received that the patient would undergo a lead revision due to high impedances. The patient had been experiencing a loss of stimulation.

Event description:
A report was received that the patient would undergo a lead revision due to high impedances. The patient had been experiencing a loss of stimulation.

Manufacturer narrative:
Additional information indicates that during the lead revision, the physician replaced patient's ipg and lead extension. The patient is reportedly doing well following the procedure. Additional suspect medical device component involved in the event: model #: sc-1110, serial #: (B)(4); implantable pulse generator (ipg) model #: sc-3138-25, serial #: (B)(4); phase iii lead extension - 25 cm lead (sc-2138-50, s/n: (B)(4)). Analysis has confirmed the complaint. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. This location appears to be the site where the suture sleeve was positioned. The broken cables resulted in the reported complaint of high impedance exhibited. The complaint of high impedance couldn't be duplicated. Various test leads were inserted in both ports of the ipg. Impedance readings were within normal range. Device exhibits normal device characteristics. The lead extension passed all tests including visual, impedance, diameter and electrode pitch test. Device exhibits normal device characteristics.